Event description:
Patient fell and fractured her right femur above a total knee in (B)(6) 2013. Surgeon performed an open reduction internal fixation (orif) on the right femur and plated her with a variable angle distal femur plate at the time. Her reduction was acceptable given the complexities caused by her weight and health. She went on to develop a hypertrophic nonunion and the plate broke. The surgeon revised her right knee and femur on (B)(6) 2013 with a revision femoral component with a long stem and a 4.5mm curved broad plate for rotational stability. This report is for an unknown femoral plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown femoral plate. Device was implanted in (B)(6) 2013 without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Aware date - (B)(6) 2013.

Manufacturer narrative:
Date received by MFR - (B)(4) 2013.